Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer also reported that the hardware low level failure alarm occurred two times. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (009) due to software anomaly. No insulin pump error alarms noted during testing however, the formatted history file confirmed pump error alarms due to a software error.